Event description:
It was reported by a customer on (B)(6) 2011 the fiber tip cracked and was bent in the front at 56,490 joules. Per the customer, the fiber tip was still attached. No patient injury was reported.